Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 487 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer's mother advised they were unable to troubleshoot for high blood glucose at this time. Customer advised they would follow up with their healthcare provider in regards to high blood glucose levels. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.